Manufacturer narrative:
Updated sections: date received by MFR., type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4) the device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. There was no blood in or on the delivery tube. The slide lock was engaged and the plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .198 inches , the outer diameter was measured at .221 inches. The length of the delivery tube was measured at 2.49 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific action for the failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, at step 4 of loading the device, the coiled up seal on the hs iii proximal seal system 3.8mm got stuck at the second semi-circle area while pulling the loading device out for insertion. Physician couldn't pull it out any further neither could she push it back in again to withdraw. A replacement device was used to complete the procedure. The hospital did not report any patient effects and product worked well.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, at step 4 of loading the device, the coiled up seal on the hs iii proximal seal system 3.8mm got stuck at the second semi-circle area while pulling the loading device out for insertion. Physician couldn't pull it out any further neither could she push it back in again to withdraw. A replacement device was used to complete the procedure. The hospital did not report any patient effects and product worked well.